Manufacturer narrative:
This report is submitted as a follow-up to correct previously reported information in the original submission. Fields corrected: h6 investigation findings and investigation conclusions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 42 indicating a motor current sense failure during a supply change, insulin delivery stopped, and repeated restarts did not resolve the condition. Symptoms included no reported changes in blood glucose. Outcomes included temporary interruption of insulin delivery and use of backup therapy and cgm. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.